Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Hospital disposed.

Event description:
It was reported, "revised a periprosthetic femur fracture of a mako pst stem."

Manufacturer narrative:
Review of the device history records indicates lot was manufactured and accepted into final stock on 31-mar-2014 with no reported discrepancies. There has been no other event for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received and the device not being returned. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported, "revised a periprosthetic femur fracture of a mako pst stem."